Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh was implanted. It was reported that following insertion the patient experienced pelvic pain, continued incontinence, urinary problems, dyspareunia and depression. It was reported that patient underwent release of transobturator sling on (B)(6) 2013 due to recurrent sui and a spontaneous loss of urine. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. It was reported that the patient experienced recurrent urinary incontinence and underwent sling release and a portion of sling was removed on (B)(6) 2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.